Manufacturer narrative:
Review of the field records revealed the battery data and lead impedance were not read during an interrogation with a merlin programmer when the device was nearing eri.

Event description:
Related manufacturer report number: 17865-2017-03208. This event is being reported based on analysis. Review of the field records revealed the battery data and lead impedance were not read during an interrogation with a merlin programmer when the device was nearing eri. The device had been explanted by the physician for possible early battery depletion.

Manufacturer narrative:
The merlin programmer was returned for evaluation. The data collected from the programmer confirmed the field complaint of premature depletion of the implanted device.